Manufacturer narrative:
Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the service engineer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use, on a patient, this 980 ventilator generated an exhalation flow out of range (oor) alarm. It was also reported that the ventilator stopped delivering breaths. The patient was removed from the ventilator and placed on an alternate ventilator with no harm reported.

Manufacturer narrative:
Correction to section h6 evaluation code method, result and conclusion; component code added. Additional information section h3: medtronic conducted an investigation based upon all information received. It was reported that while in use, on a patient, the pb980 ventilator generated an exhalation flow out of range (oor) alarm. The device was not available for evaluation. The service personnel (sp) guided the customer through phone support and the fault was isolated with exhalation valve flow sensor (evq). Sp considered the high service volume and suggested the customer to replace the evq. To solve the issue, customer replaced the evq with a new one from the hospital stock. The ventilator passed all tests and calibrations. Clinical representative was assigned to provide additional training. A review of the device history record / product history record identified that the assembly/device had no failures which are relevant to the failure reported by the field with the information available, the likely cause of the event was isolated in the field to a potential fault in the evq. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information added to section b5. Correction to section h6 evaluation code method. H3 device evaluation summary: updated due to component return (second evq): medtronic conducted an investigation based upon all information received. It was reported that while in use, on a patient, this 980 ventilator generated an exhalation flow out of range (oor) alarm. It was also reported that the ventilator stopped delivering breaths. Additionally, it was also noted that customer tried to replace 2 evq's (exhalation valve flow sensor) but still the problem remains same. The service personnel (sp) guided the customer through phone support to solve the issue of ¿exhalation flow oor alarm¿ but could not confirm the report of loss of ventilation as logs were unavailable. The fault was isolated with exhalation valve flow sensor (evq). To solve the issue, customer replaced the evq twice with a new ones from the hospital stock. The ventilator passed all tests and calibrations. Clinical representative was assigned to provide additional training. One evq was returned to medtronic for further analysis. On visual inspection, the bent or deformed thermistor wires were observed due to which the temperature sensing ¿bead¿ part would not accurately read the temperature, affecting the measured flow rate by evq. The reported issue was confirmed from faulty evq. The analysis suspected that the probable root cause of deformed thermistor would be due to user misuse in handling foreign objects into the wetted path of evq. There is an existing internal investigation regarding this issue. A second evq was returned to medtronic for further analysis. The component was visually inspected and functionally tested with no ma lfunction or product deficiency observed. The cause of the "exhalation flow oor" alarm was isolated to the design issue of evq resulting in damage to the evq¿s thermistor. The investigation could not determine a cause of the loss of ventilation event due to insufficient information. A review of the device history record / product history record identified that the assembly/device had no failures which are relevant to the failure reported by the field the manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additionally information received as follows: the customer tried to replace 2 evq's (exhalation valve flow sensor) but still the problem existed.

Manufacturer narrative:
H3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while in use, on a patient, this 980 ventilator generated an exhalation flow out of range (oor) alarm. It was also reported that the ventilator stopped delivering breaths. The device was not available for evaluation. The service personnel (sp) guided the customer through phone support and the fault was isolated with exhalation valve flow sensor (evq). Sp considered the high service volume and suggested the customer to replace the evq. To solve the issue, customer replaced the evq with a new one from the hospital stock. The ventilator passed all tests and calibrations. Clinical representative was assigned to provide additional training. One evq was returned to medtronic for further analysis. On visual inspection, the bent or deformed thermistor wires were observed due to which the temperature sensing ¿bead¿ part would not accurately read the temperature, affecting the measured flow rate by evq. The reported issue was confirmed from faulty evq. The analysis suspected that the probable root cause of deformed thermistor would be due to user misuse in handling foreign objects into the wetted path of evq. There is an existing internal investigation regarding this issue. The cause of the "exhalation flow oor" alarm was isolated to the design issue of evq resulting in damage to the evq¿s thermistor. The investigation could not determine a cause of the loss of ventilation event. With the information available, the likely cause of the event was isolated in the field to a potential fault in the evq. A review of the device history record / product history record identified that the assembly/device had no failures which are relevant to the failure reported by the field the manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient was removed from the ventilator and placed on an alternate ventilator with no harm reported.